Event description:
The reporter stated that the unit accelerated the rate of infusion. The facility's biomedical engineering dept was unable to reproduce the issue. There was no pt injury associated with this event.